Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken battery door on the mpu was confirmed. (B)(6) was evaluated. During the evaluation of the returned mpu, the system powered up as intended and the battery door was replaced. The damage did not affect the functionality of the mpu. The unit passed all tests and was returned to the rental pool. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the door of the a mobile power unit's (mpu) battery compartment was broken aside the screw. The door of the battery compartment was replaced. The mpu had come into the edc service center for preventive maintenance. There was no patient involved.